Event description:
Customer reported a communication failure error message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5v power supply. System operates as intended. This MDR is related to ge healthcare.